Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was difficult to position. While trying to reposition, the lp exhibited difficulty redocking to the delivery catheter. The lp was successfully implanted using another delivery catheter. The patient was in stable condition.